Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years, 8 months. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient was implanted with lvad ii ion (B)(6) 2012. It was reported through patient outcome that the patient expired on (B)(6) 2018 due cerebrovascular accident. Additional information was requested but was not supplied.